Event description:
It was reported that the patient presented in the clinic for a follow-up. It was noted that the right atrial (ra) lead exhibited an over-sensed noise which was reproducible with isometric movements. Programming interventions were made. The patient was in stable condition.